Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.